Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the screen of the subject pump exhibited a display issue. The information provided indicated that moisture was noted behind the screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. A replacement pump was sent to the patient.

Manufacturer narrative:
Follow-up # 1 date of submission 08/27/2013-device evaluation: the pump has been returned and evaluated by product analysis on 08/01/2013 with the following findings:during evaluation of the pump, visible moisture was evident behind the display lens. The display screen appeared normal; there was no dimness or discoloration. The pump failed an in house leak test due to a display lens leak and internal moisture was found in the pump.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.